Event description:
It was reported this catheter was successfully placed. It was noted during a scheduled catheter exchange, this drainage catheter had fractured at the distal pigtail. The pigtail remained intact and the drainage catheter was removed via the proximal end. Another drainage catheter was successfully placed for continuation of treatment. Another drainage catheter was also noted to be fractured the patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. User technique and/or patient anatomy may have contributed to this event. However, the co is unable to determine the exact cause of this event. The co's directions for use state "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections".